Event description:
White stw sensonic toothbrush from amazon july 29 2023, warranty until july 29 2025, 230420apa & 230410hapa *** charger and its cable are burned .. Used techsee, looks like the end of charging cable itself and the charge base are burned at port / contact plug in point, normally charges toothbrush 24/7, advised correct charging regimen -- replaced under warranty & will get back for engineering.